Event description:
It was reported that the external pulse generator (epg) had "poor reaction" and was insensitive. The epg was returned to the manufacturer for service. It is unknown if there was patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).